Event description:
This ra lead was implanted on (B)(6) 2015 and remains implanted at this time. A call was placed to technical services on (B)(6) 2017 due to atrial arrhythmia episodes present in past 72 hours, however appears to (B)(6) oversensing of biv pace beat on atrial channel, not atrial tachy. The physician was dr. (B)(6) at (B)(6) center in (B)(6), tn. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).